Manufacturer narrative:
Device passed the displacement and self test. No unexpected missing segment/partial display anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was 159 mg/dl. Customer stated that he kept cleaning his insulin pump screen but there was something in the screen he could not remove. Troubleshooting was performed. Customer performed self test then seeing the partial part without any display and seeing dead pixel in the screen. Customer was advised that the insulin pump needed to be replaced and revert to a back-up plan. The insulin pump will be returned for analysis.